Event description:
In early 2009, the lay pt contacted lifescan (lfs) alleging that his one touch ultra mini meter displayed the error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The pt is noted to take insulin, which he self adjusts. Info was not provided regarding the pt's last blood glucose result and insulin dosage prior to the reported incident. The pt claimed he could not test on the lfs meter due to the error 1 message. Per the owner's manual, the error 1 message indicates a problem with the meter. The pt alleged that after the product issue occurred, he "bottomed out" and he reportedly received IV glucose treatment from ems. The pt's products were replaced. This complaint is reported because the pt alleges he received the error 1 message and could not test with the lfs product. He claims that afterward, he was treated by ems with IV glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and info FDA of product(s) that do not pass inspection in a supplemental report.